Event description:
It was reported that the patient's device was not charging and the patient was hospitalized. It was noted that the patient has a stationary oxygen concentrator that they can use. It is unconfirmed if the reason for hospitalization was due to the device issue. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The return reason of service needed is confirmed since motherboard failed for no power since q10 shorted, voltage is being pulled to 12v.